Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain/pain") and menorrhagia ("menorrhagia") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In(B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("vaginal haemorrhage "), hormone level abnormal ("hormonal imbalance"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain/weight loss"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("menstrual pain"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), allergy to metals ("nickel allergy"), weight decreased ("weight gain/weight loss") and adnexa uteri pain ("right ovary pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (ablation was done in (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and adnexa uteri pain had resolved and the menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, anxiety, depression, alopecia, vaginal haemorrhage, hormone level abnormal, allergy to metals, vaginal discharge, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: over the several years and through the present, patient sought treatment on multiple occasions for symptoms. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new events, "abnormal bleeding(vaginal), menorrhagia, hormonal imbalance, nickel allergy, vaginal discharge, weight gain/loss and right ovary pain. Reporter information was added. Onset dates wee updated. Patient's demographics were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme debilitating pelvic pain/pain') and menorrhagia ('menorrhagia') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test.". The patient's medical history included depression. Concomitant products included sertraline hydrochloride (zoloft). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("vaginal haemorrhage") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain/weight loss: weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping/pain in lower abdomen"). On an unknown date, the patient experienced dysmenorrhoea ("menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), allergy to metals ("nickel allergy"), adnexa uteri pain ("right ovary pain"), migraine ("migraines/headaches 2-3 times/ week"), premature menopause ("hormonal changes describe: early menopause"), hot flush ("hot flushes") and night sweats ("night sweat") and was found to have weight decreased ("weight gain/weight loss"). The patient was treated with surgery (ablation was done in (B)(6) 2012 and total hysterectomy (uterus and cervix removed), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and adnexa uteri pain had resolved and the menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, anxiety, depression, alopecia, vaginal haemorrhage, hormone level abnormal, allergy to metals, vaginal discharge, weight increased, weight decreased, migraine, premature menopause, hot flush and night sweats outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, hormone level abnormal, hot flush, menorrhagia, migraine, night sweats, pelvic pain, premature menopause, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: over the several years and through the present, patient sought treatment on multiple occasions for symptoms. She has been left with serious injuries. Discrepancy note in date of birth (B)(6) 1967 and (B)(6) 1987 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 14-jul-2020: pfs received: new events migraines/headaches 2-3 times/ week and patient did not undergo an essure confirmation test were added. Concomitant medication and historical condition added. Incident : based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed") and alopecia ("hair loss"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, anxiety, depression and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: over the several years and through the present, patient sought treatment on multiple occasions for symptoms. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.